Event description:
It was reported the pt has experienced pain at her surgical lead implant site. It was reported the pt will consult with her surgeon regarding this issue. No further information is available at this time.

Manufacturer narrative:
Sjm has limited information related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.